Manufacturer narrative:
Vyaire medical file identification: (B)(4).. H10: the suspect device has not been return for investigation.the customer requested for a field service representative to come onsite and repair the unit. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator had an error 401 - inspiration valve or device leaky during unit testing. Vent powers up and the screen is functional, but does not ventilate at all. Furthermore, there was no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: vyaire medical field service representative (fsr) went on site to check and inspect the device. Diagnosed that the inspiratory block was bad. After replacing the insp. Block, error recurs. Tech support advised that the main board be replaced as well. Upon replacing the mainboard the unit was able to ventilate again. Performed the annual calibrations as per service manual and the vent is back up to factory standards. The root cause could not be established. Most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor.